Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufactures right ventricular (rv) lead had high intermittent impedance spikes measuring 50-60 ohms. At implant impedances were high measuring 40-50 ohms. Technical services reviewed a combined follow-up report and had noted there was a high out of range shock lead impedances (sli) measuring greater than 200 ohms when programmed in the triad configuration. Technical services discussed possible causes and recommended to perform isometrics to see if the out or range reading can be recreated. This ICD and other manufactures rv lead remains in service. No adverse patient effects were reported.